Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 7288 ICD, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was replaced due to dislodgement and remained implanted for the past four years. The ra lead was recently explanted as part of a system change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.